Event description:
Additional information was received that the lead was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was returned on (B)(4) 2013 about the explanted lead. The electrodes around the nerve were removed in ten small pieces without damage to the nerve. The new electrodes were placed in the same place, and the resulting dcdc was 0. The lead body was explanted in two pieces. The lead is to be returned but has not been received to date. An implant card from the lead revision surgery was also received indicating that the lead was explanted due to lead discontinuity.

Event description:
On (B)(6) 2013, it was reported that during generator revision for a failure to program due to battery depletion, high impedance was seen upon connecting the new generator. The generator was not programmed off following the high impedance reading. No x-rays were taken. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. On (B)(6) 2103, the patient underwent lead revision. The lead was changed, the dcdc code was 0, and it was stated that everything was perfect. The lead has not been returned to date. The failure to program occurred two months prior. The physician's programming system was in working order, and other generators could be interrogated with the physician's programming system. The explanted generator was discarded after removal.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 193mm portion multiple coil breaks were observed on quadfilar coil 1 in the area of abraded openings observed, past the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. No other obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.